Event description:
A report was received that a pt had a pocket revision due to the pt losing weight and feeling irritation at the pocket site. The physician believes the weight loss is not device related. The pocket site was re-located and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.